Manufacturer narrative:
The reported events of noise, sensing, and low impedance were not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Electrical and mechanical analysis performed indicated normal functionality. Further evaluation included sensing test performed at most sensitive settings which found parameters within normal range. Additionally, the device was interrogated in bipolar, unipolar mode with three different loads and the device was able to detect and measure the lead impedance within normal range, and visual inspection of the header and connectors found no contamination or foreign material that could contribute to the reported events. Longevity assessment was performed, and the device was in normal rage of operation with appropriate remaining longevity.

Event description:
It was reported that the patient presented to the clinic for follow-up. Since 2023, the atrial and right ventricular (rv) leads had exhibited noise and were reprogrammed to unipolar sensing and pacing. On (B)(6) 2025, the patient's pacemaker, rv lead, and atrial lead exhibited noise that resulted in oversensing, and the leads also exhibited low pacing impedances. The pacemaker, atrial lead, and rv lead were explanted and replaced on (B)(6) 2025. The patient was stable throughout.

Event description:
It was reported that the patient presented to the clinic for follow-up on (B)(6) 2025 due to the patient's pacemaker, rv lead, and atrial lead exhibited noise that resulted in oversensing with insulation anomalies. Since 2023, the atrial and right ventricular (rv) leads also exhibited low pacing impedances which were already reprogrammed to unipolar sensing and pacing in 2023. On (B)(6) 2025, the pacemaker, atrial lead, and rv lead were explanted and replaced on (B)(6) 2025. The patient was stable throughout.

Manufacturer narrative:
B5 was updated and corrected accordingly to include new information that both atrial and rv lead also showed insulation anomalies and event details respectively.